Manufacturer narrative:
The device was serviced by a service technician as part of preventative maintenance. Visual inspection, autotest and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-38 alarm was identified during autotest and review of the alarm logs. The cause of the condition was determined to be out of specification force sensing resistors (fsrs). The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-38 (malfunction in tube misloading detection circuitry) alarm. No additional information is available.